Event description:
A hemodialysis facility reported a saline bag back filled during dialysis. The saline bag was noticed to contain approximately 1300cc about 2 hours into the treatment. The pt successfully completed treatment on the same machine after the saline bag was replaced. There was no effect on the pt. Drain line and height are reported within normal specifications. There were no drain line obstructions. The issue was resolved by calibrating the flow pressure, de-aeration pressure, loading pressure, and dialysate pressure. The machine was placed back into service.

Manufacturer narrative:
Investigation findings to date indicated the reported malfunction occurred during dialysis mode. The user visually observed the saline bag refilling with dialysate during circulation. There have been no adverse events associated with the reported issue. The report is being investigated by the manufacturer via a CAPA. The investigation is pending a supplemental MDR will be filed at the completion of the investigation.

Manufacturer narrative:
The actual device was not evaluated by fresenius personnel; therefore, the failure mode cannot be confirmed or replicated in field testing. However, the facility reported that the issue was resolved by calibrating the flow pressure, deaeration pressure, loading pressure, and dialysate pressure. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturer reviewed and confirmed the labeling, material and process controls were within specification. The reported issue of "filling of saline bag" was addressed by CAPA.